Event description:
It has been reported by a user hospital that the tip of the catheter had allegedly come out of the pt's endotracheal tube. The users stated that they removed the trach care device when they cut the endotracheal tube. There were no reports of any injuries or death as a result of this alleged product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Incident sample has not yet been received, photographs of the subject device have been received and are being evaluated. It should be noted that in the product's directions for use, the warning label clearly states, "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." A supplemental report will be submitted upon receipt of additional relevant information. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.